Event description:
During routine testing of the device, the service rep reported the flow module did not function as expected. The led would not illuminate. The module was mounted onto four different places on the heart lung console with the same result. The cable was replaced and the issue continued. Finally, the rep replaced the module and returned it for investigation. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.